Event description:
Several reports of breakage and leakage when attached to secondary set. Also several problems have been reported involving the secondary tubing dislodging from the needle which allows leakage.